Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient sustained a back injury "about 1 month" prior to the report. It was stated that the patient was lifting someone in a wheelchair and "heard a noise in her back." Since then, the patient reportedly had been in "constant pain" and had "a ton of muscle spasms for a few weeks." It was noted that the implantable neurostimulator (ins) was working "absolutely great" until the injury. It was stated that the pain was near the patient's ins and the ins had been recharging "very slowly" since her injury. It was noted that the ins did not feel loose in the pocket. The patient reportedly saw her pain doctor who was treating it like a muscle tear or herniated disc. It was noted that the pain doctor did not see anything "out of the ordinary" on the x-ray. A supplemental report will be sent if any additional information is received.

Event description:
Additional information received reported that the patient received assistance and her concerns resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that impedances were checked and were normal. No malfunctions were seen. The patient's stimulator was reprogrammed and the patient was receiving effective therapy.